Manufacturer narrative:
Correction: correct UDI (B)(4) and manufacture date received.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that the cable was shorter than intended and that the c-length was longer than designed. It was reported that an open was found in the cable.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that an interface cable was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system would switch to stand alone mode without any prompt from user. There was no patient present at the time of the issue.